Event description:
It was reported that the shortly after implant, the patient developed pocket infection with vegetation in the atrium. The patient received antibiotics and the implantable cardiac defibrillator (ICD) was explanted and replaced and the leads were capped and replaced. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6944-65 implantable tachy lead (B)(6) 2009; 419388 implantable pacing lead (B)(6) 2008. (B)(4).